Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: bacterial identification: staphylococcus epidermidis, staphylococcus capitis, bacillus megaterium the device was evaluated where no abnormalities were found that could have led to the reported event. In addition, the following reportable malfunctions were identified during the device evaluation: multiple black spots, stains or residue inside the instrument channel, debris on elevator wire and forceps, and deep cut on pink probe rubber. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No new reportable findings have been identified and no emdr supplement is required at this time. Refer to assessment #(B)(4).

Event description:
No new information has been provided by customer.

Event description:
No new information has been provided by customer.

Manufacturer narrative:
No new reportable findings have been identified and no emdr supplement is required at this time. Refer to assessment (B)(4).